Manufacturer narrative:
Based on the limited information provided, intuitive surgical, inc. (Isi) was unable to determine the root cause of the patient's demise. If additional information is received a follow up medwatch report will be submitted to the FDA. There was no allegation of a malfunction of a da vinci system, instrument or accessory. Isi contacted the site where the reported incident allegedly occurred; however, upon follow up with the site, it was reported that they do not have a da vinci surgical system. In addition, no previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: a patient allegedly expired post a da vinci myomectomy procedure.

Event description:
It was reported that post-op a da vinci myomectomy procedure, the patient coded. The site attempted to resuscitate the patient; however, the attempts were unsuccessful and the patient expired. No other information was provided. On (B)(6) 2013, the intuitive surgical, inc. (Isi) clinical sales representative who was made aware of this incident, indicated that she was at a gathering when this information was told to her by a scrub technician who was asked to assist with resuscitation of the patient. Reportedly, the da vinci surgical system was undocked from the patient when the patient began to code. The patient had a pulmonary embolism. Reportedly, the patient's demise was unrelated to the da vinci surgical system. On (B)(6) 2013, isi contacted the site to gather additional information. The site's risk manager indicated that they had no record of a patient death related to a da vinci surgical procedure as they do not have a da vinci surgical system and that the initial reporter of the incident was no longer an employee of the hospital.